Manufacturer narrative:
The t:slim x2 control iq user guide states: "do not remove or add insulin from a filled cartridge after loading onto the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Reportedly, customer filled the cartridge with insulin after loading the cartridge onto the pump. Customer was able to load a new cartridge to address the issue. Customer's blood glucose was 140 mg/dl.